Event description:
It was reported that the device relief alarm pressure knob is moving in and out. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information: h6: health impact code d10: device available for investigation, h6: evaluation codes: updated\ device evaluation: one device was received for investigation. Visual inspection showed the battery compartment and side of the device were cracked. Functional testing confirmed the complaint. The root cause was attributed to the relief alarm pressure knob screw fell out. No previous service history was found. Manufacturing device history report (DHR) review was not relevant as the event was related to the user. Investigators replaced the variable relief valve kit, MRI battery, sintered filter, and o rings for the preventative maintenance (pm). Replaced the outer case. Reset patient pressure cycling led and adjusted CPAP control to tolerance. Performed pm, cleaned unit and affixed new service label. The device passed all functional testing after repairs.